Event description:
It was reported that the right atrial (ra) lead experienced low p-waves and atrial undersensing during atrial arrhythmias. No intervention was performed and the right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.